Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 179 mg/dl and 192 mg/dl on advantage system 1 compared to results of 366 mg/dl and 499 mg/dl on advantage system 2, when all tests were performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550632, expiration date 08/31/2009). Reference medwatch report is for the suspect device used in system 1.